Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on october 31st reported they couldn¿t get the device to work. The patient stated they were at the healthcare professional (hcp). The patient noted 1 year or 2 it stopped working. The patient stated the gentle david came and was very nice and smart. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had turn off the stimulation due to a surgery, which was unrelated to the implanted neurostimulator (ins), and they were having trouble turning it back on. They also reported that the device stopped working a year and a half prior to the report. The patient was using depends and going to the bathroom more. After troubleshooting, they were able to turn the stimulation back on. On (B)(6) 2017, it was reported that they met with a manufacturer representative (rep) on (B)(6) 2017 and the implant was checked. The battery didn't respond and the patient was told that the battery quit working. The patient noted that it may be possible to have an appointment on (B)(6) 2017. There were no further complications reported or anticipated.